Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to have been fractured. Additionally, noise was noted on shock electrogram (egm) and was only observed with isometrics. Boston scientific technical services (ts) reviewed patient&#38112;data and discussed all lead measurements were within normal range so would indicate that the system was fine. There were no x-rays done to confirm fracture and no changes were made. The patient will continue to be monitored. This rv lead remains in service. No adverse patient effects were reported.